Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material/residue observed in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed pin-hole leak in forceps channel, it is possible that device reprocessing could not properly be performed. The event may be detected/prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole in the channel tube. The bending angle in the up direction and the wear of the angle wire were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber was detached and had a crack. The ultrasonic transducer had corrosion and the universal cord had a dent. The objective lens and acoustic lens had a scratch. It was noted that the device was not cleaned and sterilized prior to being returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope had a pinhole. Inspection and testing of the returned device found that there was residual liquid/foreign material coming out of the channel tube. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.